Event description:
The pt reportedly experienced intermittencies with his cochlear implant. The pt was seen at the center, and it was reported that the pt had a loss of lock between his external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's c1 device took place in 2008.